Manufacturer narrative:
Additional information was received that this was a non-bsc patient.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an ipg explant procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an ipg explant procedure.